Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button, due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies, per visual inspection. Insulin pump received with cracked case on display window corners.

Event description:
It was reported that the buttons on the insulin pump were unresponsive after moisture damage. No further information reported.